Event description:
Revision surgery - due to the pt developing arthritis in her acetabulum which required a conversion to a total hip. The surgeon removed the unipolar head and sleeve.

Manufacturer narrative:
The reason for this revision surgery was identified as pain after 2.6 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint for this product. The root cause for the pain was reported as arthritis. There is no information reported that showed a material, design, or manufacturing problem with the product.